Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported there was loss of capture on the device with failure to pace in a couple of instances. It was also reported the ventricular lead exhibited high thresholds. The device was removed and a new device was implanted. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.